Event description:
The clinical specialist reported the following: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with a system of gore excluder aaa endoprostheses. The truck ipsilateral leg component was successfully implanted and the contralateral gate was cannulated. Spinning of the catheter was not performed by the physician to ensure they were inside the gate. The contralateral leg component was deployed outside of the contralateral gate. The physician attempted to go around the detached contralateral leg and re-cannulate the gate but was not successful. The patient was reported to have thrombus in the proximal neck; and 4-5mm of thrombus in the iliac arteries. The patient was converted to open wherein a graft was over sewn between the contralateral gate and the detached contralateral leg component and tied off. A fem crossover bypass was then performed. The patient tolerated the procedure and is doing well. All devices remain implanted.

Manufacturer narrative:
Additional device related to this event includes: rmt231416/(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.